Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as a lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2014, the reporter stated that on (B)(6) 2014, the pt noticed that the needle was absent after injection. On an unk date, the pt visited the hospital to check if the needle was in the injection site. An x-ray was performed and it was confirmed that no needle remained in the injection site.